Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving saline via an implantable infusion pump for non-malignant pain. The patient reported that it felt like the pump leaked because one night they felt "a weird wet spot," around the pump site where they were lying down. The patient reported that they felt like there was now nothing in the pump. No further complications were anticipated/reported.